Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a crimped cannula event on (B)(6) 2025. The issue occurred with one infusion set used for twenty-four hours and site was right hip. The symptoms were noticed three or more hours after insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.